Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the surgeon used the pmw35 skin stapler and said it would not release properly. Another pmw35 instrument was used to complete the case. There was no consequence to the pt.